Event description:
Pt's family member called lfs on pt's behalf alleging that pt's meter would not power on. Pt had been feeling sluggish at the time of concern. Pt took their diabetes medication following the attempted use of the meter. Pt takes oral medication (name/dosage unk). Pt's family member did explain that they increased pt medication. No info was provided to explain why there was an increase of medication. No medical care was sought from a healthcare professional. Pt did not have another device to test pt's blood glucose. It is unk how long the meter had been having the power issue. There was no evidence of an adverse event. The customer service rep walked pt through inserting a test strip with the contact bars end first and facing up, or press the on/off button and checking that the batteries were good and correctly installed. The meter was replaced due to an unresolved power issue.